Event description:
Pt emailed evolve dental claiming she experienced an allergic reaction from evolve's whitening system. Pt woke up at day 11 of using the system with swollen lips, inside of mouth red and blistered, and painful cracking at the corner of the mouth. She called her dentist who confirmed she experience an allergic reaction and suggested to take benadryl to reduce the swelling. Four days later and after stopping whitening gel, pt lips decreased somewhat in size, but mouth still looked misshapen and cracked with blisters. Dentist prescribed an oral steroid mouth rinse since benadryl wasn't helping.

Manufacturer narrative:
On (B)(4) 2013, evolve employee spoke to personnel at the dentist's office to enquire if there had been any follow up with the pt. They said they reached out one last time regarding any new or on-going symptoms and there was no response back from the pt.